Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 02/08/2019, electrode belt: 05/24/2013.

Event description:
A us distributor contacted zoll to report that a patient was treated on (B)(6) 2020. It was reported that the patient passed away at approximately 5:30am on (B)(6) 2020 while in the hospital. It was reported that hospital staff were with the patient at the time of the passing. It was reported the device was not alarming. Hospital staff made efforts to resuscitate the patient but were unsuccessful. The patient degraded to ventricular tachycardia (vt) at 100 bpm at 05:14:03 on (B)(6) 2020. The patient experienced an appropriate treatment on (B)(6) 2020. The lifevest delivered one appropriate treatment at 05:14:22 while the patient was in vt at 100 bpm, but the treatment was unable to convert the arrhythmia. The post-shock rhythm was vt at 100 bpm. The electrode belt was disconnected at 05:14:23 on (B)(6) 2020.